Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display was damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had no image. There was no patient involvement.